Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The model listed in the report is a representative of the model family; possible models could include: 4968 and/or 6996. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿effective cardioverter defibrillator implantation in children without thoracotomy: a valid alternative.¿ the annals of thoracic surgery. 2010;89(4):1307-9. Doi: 10.1016/j.athoracsur.2009.06.066. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding an alternative method of implanting a cardioverter defibrillator system without the need for an associated thoracotomy; and the addition of subcutaneous array leads. During the study, there were two patients who experienced some product issues. One patient had increased pacing thresholds 30 months after the implantation. The patient received a new ventricular lead and a system upgrade was completed at the same time. Another patient had a decrease in impedance; it was found that the lead had migrated two weeks after implantation. The lead was repositioned, and another lead was added to ¿decrease effectively the defibrillation thresholds (dft).¿ the author concludes that this is a reliable approach. Of the two leads in this report, the location of one lead is unknown, and one lead appears to be still in use. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.